Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed.

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, 4 heartstring seals cracked. Since no replacement unit was available, the surgeon completed the procedure with a partial occluding clamp. No pt complications were reported by the hosp. This report is for the 4th seal.